Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin were collected from the same patient and spun at a location different than the collection site, resulting in the observance of poor barrier separation of the gel afterwards. The samples were reportedly not analyzed. The following information was provided by the initial reporter: we would like to report gel issue on the bd cpt lot no: 8340761, exp 2019-12-31. Total of 4 tubes were collected from the same patient ((B)(6) 2019). The tubes were not spun by the collection site. What specific date did this incident occur? (B)(6) 2019. Can you provide the ref or part number? Bd cpt tube (sodium heparin). Was there any serious injury? This a clinical trial. Was there any exposure to blood or other bodily fluid? No. Were there any erroneous results? No analysis. Due to this incident, was there a change in course of treatment? No. Was there need for a medical intervention? No. Was there any safety issues at all? No. Were any other actions taken due to the incident? No. If patient identifiers are known, please provide a few so we can accurately capture this information (gender, age, dob, weight, etc) no. Were all the tubes collected from the same patient? Yes. Were other tubes spun at the same time and did they separate correctly? Same time. Do you know the disease state of the patient from the tubes that failed? No. Do you know the patients white count and hemoglobin value? No.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident was observed. Further investigation has been initiated through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#373360 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin were collected from the same patient and spun at a location different than the collection site, resulting in the observance of poor barrier separation of the gel afterwards. The samples were reportedly not analyzed. The following information was provided by the initial reporter: we would like to report gel issue on the bd cpt lot no: 8340761 exp 2019-12-31. Total of 4 tubes were collected from the same patient ((B)(6)2019). The tubes were not spun by the collection site. What specific date did this incident occur? (B)(6) 2019. Can you provide the ref or part number? Bd cpt tube (sodium heparin). Was there any serious injury? This a clinical trial. Was there any exposure to blood or other bodily fluid? No. Were there any erroneous results? No analysis. Due to this incident, was there a change in course of treatment? No. Was there need for a medical intervention? No. Was there any safety issues at all? No. Were any other actions taken due to the incident? No. If patient identifiers are known, please provide a few so we can accurately capture this information (gender, age, dob, weight, etc); no. Were all the tubes collected from the same patient? Yes. Were other tubes spun at the same time and did they separate correctly? Same time. Do you know the disease state of the patient from the tubes that failed? No. Do you know the patients white count and hemoglobin value? No.